Event description:
It was reported that an alert tripped for high impedance on the superior vena cava (svc) coil. Fracture was suspected. The physician wanted to turn off the svc as the patient did not have a history of any recent episodes or therapies, however, it was not an option with the current device. The physician elected to change the device and program the svc off. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: c154dwk, implantable cardioverter defibrillator (ICD), (B)(6) 2009. A 4194, implantable pacing lead, (B)(6) 2006. A 3830, implantable pacing lead, (B)(6) 2006. (B)(4).